Event description:
The manufacturer received information alleging that a test failure regarding a system leak verification test occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.